Event description:
This report summarizes 25 malfunction events, where it was reported the devices experienced end/siderail cannot latch upright, access door - wont latch/lock, access door - unexpectedly opens or false latch of siderail. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 24 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
The device that was pending was evaluated and it was determined the device experienced end/siderail difficulty to raise/lower or latch/lock, which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 25 to 24.

Event description:
This report summarizes 24 malfunction events, where it was reported the devices experienced end/siderail cannot latch upright, access door - wont latch/lock, access door - unexpectedly opens or false latch of siderail. There was no patient involvement.